Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery (sn: (B)(4)) was successfully charged in a multi chemistry charger (mcc) with 4 green led shown on the battery. However, the customer noted the battery status indicator on an autopulse platform showed no battery power. No patient involvement.